Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose and or protruded drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Advised to discontinue use of the insulin pump. No additional information was provided.